Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a balloon catheter, and a guidewire. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician completed three passes in the target location using the red62. After the third pass, the physician injected contrast through the red62 in order to check the thrombolysis in cerebral infarction (tici) score and noticed under fluoroscopy that the red62 was expanded. Therefore, the red62 was removed. The physician opened a penumbra system ace 68 reperfusion catheter (ace68) and found that the ace68 was ovalized at the distal length. The physician still attempted to introduce the ace68 through the same balloon catheter without success. Therefore, the ace68 was removed. The procedure was completed using the same balloon catheter and a non-penumbra revascularization device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report 3005168196-2024-00001. Section b. Box 5. Describe event or problem. Evaluation of the returned red62 revealed stretching on the distal end of the catheter. It was also confirmed that the damage region expanded when flushed during evaluation. The root cause of the damage could not be determined. However, if a damaged catheter is flushed, the damaged region may expand. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a balloon catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician completed three passes in the target location using the red62. After the third pass, the physician injected contrast through the red62 and noticed under fluoroscopy that the red62 was expanded. Therefore, the red62 was removed. The procedure was completed using the same balloon catheter and a non-penumbra revascularization device. There was no report of an adverse effect to the patient.